Event description:
A doctor alleged that multiple patients had experienced their composite washing out after placement with sonicfill. This is the first of two (2) reports.

Manufacturer narrative:
The products were not returned; therefore, a 'depth of cure' test of the retain samples for lots 4584057, 4651825, 4720951, 4427269, 4761703, 4734552, and 4678959 were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.

Manufacturer narrative:
Although the office identified seven (7) different lots associated with the composite washing out, the office could not verify which lot had been used on the patient; therefore, no lot numbers were identified in section d-4 of this report. The lots involved in the alleged incident include lot numbers 4584057, 4651825, 4720951, 4427269, 4758466, 4758884, and 4678959. The doctor will drill out the restorations for tooth #30 and #1 and repeat the procedure for the patient. No appointment has been made. To date, the patient is doing fine. An evaluation is anticipated but has not yet begun.